Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that "when plugged in the camera to the box the screen does not show an image and none of the features work". No negative impact in state of health reported. Cross reference MDR: 2027009-2025-02383.

Manufacturer narrative:
Device evaluation: the complaint issue was described as "the screen does not show an image and none of the feature's work when camera is plugged in." The customer returned their tc201us (serial number: (B)(6)) and tc304us (serial number: (B)(6)), which were tested together. The customer's complaint was verified. The system was tested over multiple days, and the customer's failure was intermittently detected, which included no image and button unresponsiveness. No functional issues were detected with the tc201us. Customer's reported issue was attributed to the tc304us (serial number: (B)(6)). A visual inspection of the tc304us camera receptacle found worn contact pins and contamination consistent with the customer's complaint. The root cause of the customer's complaint stems from a contaminated and worn tc304us camera receptacle, which requires a motherboard replacement. No problem was found with tc201us. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).